Event description:
Related manufacturer report number: 2017865-2022-40534. It was reported that the patient presented for follow up with high pacing impedance and elevated capture threshold exhibited by the right ventricular (rv) lead. No capture was observed in the left ventricular (lv) lead. The patient was scheduled for revision on (B)(6) 2022 where the lv lead was capped and rv lead was explanted. The patient was stable.

Manufacturer narrative:
The reported events of high lead impedance and high capture threshold were confirmed. As received, a partial lead was returned in one piece. Visual inspection found internal insulation abrasion breaching the ring electrode and right ventricular cable lumens beneath the right ventricular shock coil with abraded etfe coating of one ring electrode cable which caused the high capture threshold. Calcification covering the ring electrode also found which likely caused of gradual rise in the pacing impedance as indicated on the device session records as well as the reported high capture threshold.